Event description:
Nrg transeptal needle/baylis needle was placed into agilis steerable sheath. The physician verbalized that upon advancing the baylis into the agilis, that he was met with an abnormal amount of resistance. When the needle was removed, the needle was bent/had a visual abnormality. A second agilis and baylis needle was obtained and the same scenario occurred